Event description:
It was reported that the patient was unable to use their bolus calculator after receiving an error due to an "unconfirmed bolus" of an unknown amount. Medical intervention was not required as a result of this case. Blood glucose level was reported to be at 250 mg/dl. The patient reported that they self-administered insulin via pen injection and would attempt to administer a bolus afterwards.

Manufacturer narrative:
Cloud data from the user for the day of 17feb2026 was downloaded and reviewed. Review of the cloud data found that an unconfirmed cancelation of a bolus occurred, which resulted in the bolus calculator being disabled. The pod was then discarded, indicating connection issues between the pod and the controller. A pod being deactivated or discarded with an unconfirmed bolus delivery/cancelation will result in the bolus calculator being disabled for the length of the user's duration of insulin action. No evidence of an uncommanded bolus was observed in the available cloud data. The exact cause of the unconfirmed cancelation and communication errors could not be determined from the available cloud data, however it could be determined that the system responded appropriately to the communication issues. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.